Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Concomitant medical products: serial number (B)(4), lot number 62703. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injector slider was sticking and not sliding correctly against the xen®45 gts. Surgery was completed with another xen. The device made contact with the left eye. There was no eye injury and the device has been discarded.